Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that the physician intended to deploy the device just above the right internal iliac artery by pushing up the catheter upon the deployment. However, the push-up was not sufficient and the device was deployed inside the right external iliac artery by 1 cm and partially covered the right internal iliac artery. As some blood stream was confirmed in the right internal iliac artery, no additional intervention was performed to fix the partial coverage of the artery. The procedure was concluded without any other reported complications.